Manufacturer narrative:
The customer reported that the device failed to deliver energy during use on a pt. The customer reported that the device behavior did not impact the outcome for this pt. The hospital's biomedical engineer reported that two other hosp employees present during the code reported that the user was attempting to discharge the energy before the charge done tone was heard each of the times that they shocked the pt. The biomed evaluated the device, including the controls test which tests all of the button functionality on the front of the device (including the charge and shock buttons). The device passed all testing and was returned to use. Based on the customer's report, we are considering this issue to be the result of a user misunderstanding regarding charge completion time and not a malfunction of the device. See scanned page.

Event description:
The customer reported that the device failed to deliver energy during use on a pt. The customer reported that the device behavior did not impact the outcome for this pt.